Event description:
Patient reported right side moderate breast pain. Patient later reported "I've been having a lot of pain and discomfort. I don¿t want to redo my surgery because he did a very horrible horrible job. I would like to know if there has been a recall on my implants" and a possible "rupture". Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [04/23/2012]. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.